Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level reached between 502-519 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer would change infusion set and cartridge to resolve the occlusions. Ultimately, the customer reverted to an alternate method of insulin therapy.